Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 380 (mg/dl). Reportedly, the customer went to administer a correction bolus to stabilize bg levels; however, they realized they did not connect their tubing. Customer connected tubing and administered a bolus. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.